Event description:
It was reported that the patient's pump "had been empty for awhile". Drugs delivered via the device were morphine and baclofen. The pump was reported to have been replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information stated that the patient had a bed bug problem at home. The patient could not come into the physician's office because of it. The patient had to go through the emergency room at the hospital and be completely debugged and deloused. The patient's clothes had to go through a special furnace before anyone could touch her. This had caused her to be refilled late, because the patient would not leave the house due to embarrassment. The pump had gone empty. It was replaced because it was dry for too long to trust that it would function properly if they filled it. The patient did not have withdrawal symptoms because she had oral pills. The patient was fine. The physician was weaning her off of her pump medication, because he was no longer going to be in the pain management business. The physician was looking for a new pain physician to take over her care.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted/ explanted: unk. (B)(4).